Event description:
A surgeon reported that a pt underwent uneventful cataract surgery with an intraocular lens (iol) implant in 1998. In 2001, the pt was referred back to the hospital eye service due to complaints of decreased vision (bcva 20/30). Upon exam, the surgeon noted that the iol had a hazy appearance. The surgeon stated that the clouding appeared to be uniform and not granular and appeared to be within the lens and not on its surface. The cause of this hazy appearance is not known. Surgery to exchange the lens was scheduled for 6/2001. However, the pt had a severe stroke that has left the pt paralyzed, and the surgery has been postponed indefinitely.

Event description:
The surgeon stated that during the procedure in which the pt was having an intraocular lens (iol) removed, it was noted that the lens was not the same iol described in the initial report. The iol was made by a different manufacturer. The surgeon stated the wrong lens sticker had been placed in the pt's medical notes. This complaint is not associated with co's product.